Event description:
Shortly after arriving in recovery room following general anesthetic (4 minutes later) pt had symptoms of an obstructed airway and subsequent respiratory arrest. When connecting the ambu with tubing to the oxygen wall outlet, the tubing fell off the ambu and not able to reconnect through the white accordion tubing. The 02 tubing stuck in the pt's cheek and pt and mechanical ventilation only until second ambu available and connected. Pt recovered no subsequent problems. Upon investigation of this product it was found that ambus with same lot number had the same problem. Co. Rep contacted and related to hosp staff that the MFR (alliance) was aware of the problem and this was the reason their product was on back order. When asked why hospitals were not notified received no reply. As of this date 11/26/96 this hospital has received no recall or alert status on this product or any other official notification. Pt lives are at stake! Hosp is also returning a second ambu.